Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
One opened and used sensor was inspected and the sensor cannula was found retracted inside of the sensor. It could not be confirmed if the customer received the sensor in this condition due to it being returned opened and used.

Event description:
It was reported that the customer was on his third sensor in a row and that the sensor failed. The customer stated that he received a sensor error alert. The customer's blood glucose was 36 mg/dl. The customer declined troubleshooting. The customer also stated that he had issues with differences in the sensor glucose and blood glucose readings. Advised that replacement sensors would be sent. Nothing further reported.